Event description:
It was reported that the pta balloon circumferentially ruptured at 15 atm. There was no reported retraction difficulty through the sheath. There was no reported patient injury.

Manufacturer narrative:
The device history records have been reviewed with special attention to the raw materials, subassemblies, manufacturing process and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. The investigation is inconclusive, as the sample was not returned for evaluation. Per the reported event details, the balloon ruptured at 15 atm. The rated burst pressure (rbp) for this balloon size is 14 atm; therefore, the balloon was over pressurized. The root cause is mostly likely user-related. The information provided by bard represents all of the known information provided at this time. Despite good-faith efforts to obtain additional information, the complaint/reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.